Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 3057-1sc, lot# n527348, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
It was reported that after a lead was placed (at either s2 or s3), the trial patient complained of severe pain, swelling, and weakness in their lower buttocks and down their left leg. It was noted that the patient had 2 leads implanted but they were not hooked up to the external neurostimulator (ens) at this point. The patient could not walk without severe pain and was sent to the hospital for a CT scan (may have developed a hematoma). The lead on the left side (side with pain) was pulled but the lead on the right side was kept in place. On follow up, it was reported that the CT scan did not show anything but the patient was admitted to the hospital where they were given pain medication. The patient was noted as doing better on the next day but wanted to stay an extra night in the hospital. The patient was to be referred to another physician for follow up. Should additional information be received a supplemental report will be filed.